Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076-45, implantable pacing lead, implanted: (B)(6) 2007; d314trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 6932-65, implantable tachy lead, implanted: (B)(6) 2000.

Event description:
It was reported that an infection occurred. The left ventricular lead was explanted. No further patient complications have been reported as a result of this event.